Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked glass, scratched case, and pillowing keypad overlay. After battery installation unit gave an unexpected blank or white display due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.